Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The other proglide device referenced is filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a query of the vascular integrated product experience and reporting complaint handling database was performed and there have been no other similar incidents reported. It was reported that the surgeon inadvertently deployed over the wire. It should be noted that the proglide instructions for use states: backload the device over the guide wire until the guide wire exit port of the device sheath is just above the skin line. Remove the guide wire before the exit port crosses the skin line. The investigation determined the reported difficulties appear to be use related. The additional therapy/non-surgical treatment was due to case circumstances, as the suture was removed, and a second device was used. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after a renal angioplasty and stenting interventional procedure. Reportedly, "the first [proglide] device the surgeon deployed over the wire so we removed the suture and used a second [proglide] device which is where the suture snapped." Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy.